Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs show that the shock button was pressed three times and did not discharge until the third attempt. This suggests that the device did not detect an r wave at the time of the first two attempts. In sync mode the shock button must be held in order to deliver a shock at the appropriate point in the qrs complex. There is no evidence that the reported problem was caused by a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that they were eventually able to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.